Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose reading at the time of the incident was 583 mg/dl. Customer treated high blood glucose with insulin pump and manual injection. It was unknown whether customer used auto mode. Customer stated that the insulin pump received insulin flow block alarm and resolved by infusion set change. Customer stated that the sensor received change sensor and sensor updating alerts. Customer stated that the infusion set had bent cannula. No further customer complications were reported. Customer declined troubleshoot. The insulin pump will not be returned for analysis.